Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain,') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". In (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue.") And back pain ("pain,"). On an unknown date, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroids"). The patient was treated with antibiotics and surgery (ablation done in 2012 (ablation of endometrium, hysteroscopy, dnc, therma choice balloon) and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, urinary tract infection, migraine, headache, uterine leiomyoma, fatigue and back pain outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received: events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract, migraines / headaches, dysmenorrhea (cramping), tumor / teratoma / cancer type: fibroids, pain, fatigue, did not undergo essure confirmation test were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.